Manufacturer narrative:
Journal article title: high bleeding risk patients treated with very thin-strut biodegradable polymer or thin-strut durable polymer drug-eluting stents in the bio-resort trial authors: paolo zocca, marlies m. Kok, liefke c. Van der heijden, peter w. Danse, carl e. Schotborgh, martijn scholte, marc hartmann, gerard c. M. Linssen, carine j. M. Doggen, clemens von birgelen; journal name: cardiovascular drugs and therapy (united states) literature reference - doi.org/10.1007/s10557-018-6823-9 year:2018 issue #: pp 1¿10. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal, that resolute integrity stents were used as part of the bio-resort trial. Collective adverse events reported include, cardiac death, mi, tvr, tlf, stent thrombosis and gi bleeding